Manufacturer narrative:
(B) (4). For feeling of heat in device pocket.

Event description:
The pt experienced a loss of therapeutic effect. Stimulation therapy was more intense, but not in the same area and not doing as good a job as before. The implantable neurostimulator pocket was constantly hot. The skin felt hot to the touch. When the device was off, it cooled down but there was still some residual heat. The hotness increased during recharging; therefore the pt turned stimulation off to recharge. (B) (6)there was potential trauma to the implantable neurostimulator. She had lost (B) (6) lbs. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.